Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. Data was received for evaluation; data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. D8: additional information. G1: contact office - additional information. G3: date received by manufacturer - additional information. G6: type of report - follow-up h2: type of follow up - correction/additional inf.ormation. H6: health effect - clinical code - additional information. H6: investigation findings - correction.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2018. It has been reported that there was a difference in readings of 100 points. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No injury or medical intervention was reported.